Event description:
Healthcare provider called to report a right-side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius. Crease fold and brown particles in fill channel. Leak test and microscopic analysis was performed which identified: striated opening on radius, non-penetrating nicks and sharp opening on plug strap bond edge. A dimension measurement in the shell was performed which identify the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: striated opening assessed as surgical damage. A sharp opening on plug strap bond edge assessed as an unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider called to report a right-side deflation. The device remains implanted.